Event description:
It was reported that the patient had chest pain 10 days post implant. Echo showed pericardial effusion. Pericardiocentesis was performed. The lead was repositioned and remains implanted. The patient condition was stable after the event.

Manufacturer narrative:
.

Event description:
New information received notes that CT scan confirmed perforation.